Event description:
It was reported by the rep the device was used during a gynecological laparoscopy. It was reported the surgeon was having difficulty inserting the trocar. It was reported the tip of the trocar fell off into the pt during insertion. It was not noticed right away, but the tip was found accidentally sometime during the case. Case was converted to open procedure to remove the piece. There is another contact rn in the case.